Manufacturer narrative:
A boston scientific engineer informed the caller how to clear the fault and reset the system. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this lead exhibited a low shock impedance of 18 ohms.